Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency, urge incontinence. It was reported by a basic evaluation patient¿s spouse that the patient has torn out all of their wires and disconnected everything. The spouse also stated that one of the wires the patient tore out is shorter than the other and they were afraid there may be a part of a wire left in the patient¿s body. On 2019-oct-03, the spouse stated that the as the patient had ripped out their leads, they had an appointment soon to re-install. There were no further complications reported.